Manufacturer narrative:
Concomitant medical products: product ID: etlw1616c156ee, serial/lot #: (B)(4), ubd: 20-nov-2019, UDI#: (B)(4). Product ID: etlw1616c82ee, serial/lot #: (B)(4), ubd: 15-nov-2018, UDI#: (B)(4). Product ID: etlw1616c93ee, serial/lot #: (B)(4), ubd: 23-oct-2019, UDI#: (B)(4). Product ID: etlw1628c124ee, serial/lot #: (B)(4), ubd: 13-dec-2019, UDI#: (B)(4). Product ID: etlw1628c124ee, serial/lot #: (B)(4), ubd: 11-dec-2019, UDI#: (B)(4). Product ID: etlw1628c82ee, serial/lot #: (B)(4), ubd: 15-nov-2018, UDI#: (B)(4). Product ID: etlw1616c82ee, serial/lot #: (B)(4), ubd: 10-oct-2019, UDI#: (B)(4). Product ID: etlw1628c93ee, serial/lot #: (B)(4), ubd: 14-dec-2019, UDI#: (B)(4). Not known which components had reported device issues. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm on an unknown date. It was stated that the patient had been previously treated for aaa successfully and the post-operative follow-up scans since 2018 also showed no issues. It was noted at the most recent scan that there was a possible limb dislocation or fabric tear in one of the components. Patient was scheduled for repair in (B)(6) 2020. It was reported that the patient presented emergently to the hospital on (B)(6) 2020 due to a ruptured aneurysm and died on (B)(6) 2020. As per the physician, cause of the event was a possible graft failure. It was stated that the issue was in the limb components and not a proximal seal issue. It was also reported that the cause could be a separation or fabric tear in the graft components. No additional clinical sequelae were reported and the patient is expired.

Manufacturer narrative:
Additional information: it was reported as per the physician the most likely implant responsible for the event was one of the etlw1616c limb components. Evaluation summary: the reported endoleak was confirmed on the films provided; however the cause or type of endoleak could not be fully determined. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, making determination of the endoleak type difficult. As the endoleak was observed midway down the aneurysm sac, it is possible that lack of radial vessel support may have been a factor in a potential type iiia separation endoleak. Insufficient stent graft overlap length at implant may have also contributed to the detachment. Although a type iiib endoleak appears unlikely, fabric wear due to external abrasion from aortic calcification or from adjacent stent(s) are a potential root cause. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. D6: month and year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.